Event description:
It was reported that the patient experienced sustained hyperglycemia after the ilet displayed ¿insulin low,¿ ¿insulin very low,¿ and ¿change insulin¿ alerts, and no insulin was delivered overnight until the patient changed supplies, with a recorded glucose of 344 mg/dl; troubleshooting and education were completed, and the event was categorized as treatment-related without reversion to alternative therapy after the device stopped delivering. Symptoms included hyperglycemia. Outcomes included a missed dose and a delay to therapy. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.